Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has received calibration alerts on her sensor and has experienced discrepancies between blood glucose measurements and sensor readings. The customer's blood glucose was 115 mg/dl and the sensor gave a reading of 52 mg/dl. It was discovered that the customer had possible scar tissue, bled with one sensor in the past, and has had damaged sensor probes when the issues were occurring. The customer was found not to be following proper procedure and may have been calibrating when blood glucose was unstable. The patient was advised to calibrate 3-4 times per day when blood glucose is stable to have a doctor check for scar tissue to ensure insertion at least 3 inches away from any scar tissue. Nothing further was reported.